Event description:
Same case as MDR ID#: 2134265-2011-03944. It was reported that during a peripheral runoff treatment procedure balloon ruptures occurred. The target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. The 6.0x200,135cm mustang balloon ruptured at 20atms on the initial inflation. The device was removed intact and the procedure was continued with a second 6.0x200,135cm mustang balloon. This second balloon also ruptured at 20atms on the initial inflation. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as ok.

Event description:
Same case as MDR ID#: 2134265-2011-03944. It was reported that during a peripheral runoff treatment procedure balloon ruptures occurred. The target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. The 6.0x200,135cm mustang balloon ruptured at 20atms on the initial inflation. The device was removed intact and the procedure was continued with a second 6.0x200,135cm mustang balloon. This second balloon also ruptured at 20atms on the initial inflation. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the mustang balloon was received for analysis. Initial examination of the returned device noted that the balloon material was fully deflated. Closer examination of the balloon material noted a longitudinal tear approximately 31mm in length at 104mm proximal to the distal transition zone. A visual and tactile examination of the shaft of the device noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).